Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the physician was concerned about the inaccurate hf sensor measurements. The sensor was calibrated successfully through right heart catheterization. Additionally, imaging identified that the sensor was placed in a vessel that was too small, however this was the intended implant location and no adverse event reported.